Event description:
It was reported through the receipt of a materials return form received on (B)(6) 2012, that the generator was explanted due to it being a "defective device." The generator was returned and analysis has been completed. During analysis, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It is currently unknown what the reporter meant when indicating that the device was "defective" and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.